Event description:
The company was informed that some of the pt's electrodes have migrated outside of the cochlea. Reposition surgery will be scheduled. Advanced bionics is in the process of gathering more information and will submit a supplemental report once new information was obtained.